Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular lead integrity alert were met.

Event description:
It was reported that the right ventricular (rv) lead had an elevated sensing integrity count (sic) and non-sustained episodes which triggered a lead integrity alert (lia). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4076 implantable pacing lead 2007 (B)(6); (B)(4) implantable cardioverter defibrillator 2013 (B)(6). (B)(4).